Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The brand name, catalog number, lot number and device manufacture date were unknown. PMA/510(k) number was unknown. Concomitant med products and therapy dates: drill/burr attachment device, (B)(6) 2020. Evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device was found to be fractured and there was surface damage on the shaft which is consistent with being grabbed with pliers or other type of tool which is user error. Therefore, the reported condition was confirmed. It was determined that the shaft damage and fracture was consistent with occurring while trying to forcefully remove the cutter device from the attachment device. The assignable root cause was determined to be due to improper handling which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: the part number is unknown; therefore, the gtin is unknown. A UDI cannot be generated.

Event description:
It was reported that a screw broke off inside the drill/burr attachment device. The reporter indicated that sterile processing was not sure how the event occurred since the device was received from the operating room in that condition. Upon receipt of the attachment in-house, it was noted that a fragment of a cutter device was stuck inside it. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.